Event description:
The user stated, the p module would generate a high albumin result that would repeat normal. Each high result had a data flag that triggered an automatic rerun. The user stated, this was seen on 8 out of 20 pt samples. No other tests were affected. The user stated, the analyzer had switched over to a standby bottle of reagent after the erroneous results were generated. He recalibrated the assay and performed qc, then repeated the pt samples. The user provided one example of an initial result of 6.8 g per dl that was not flagged and was manually repeated with a result of 4.0 g per dl. The erroneous results were not reported. The field service rep determined the cause to be contaminated reagent. The issue was resolved by replacing the reagent. Calibration and qc were performed on the new bottles and were successful. He performed a precision check and determined the analyzer was performing to specs.